Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred one hundred times. The following information was provided by the initial reporter. The customer stated: many phlebo find that samples collected only 1 ml to 1.4 ml in 2 ml edta k2 , so it seems vacuum is not up to the mark in tubes as per them.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by draw tested and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes, the device experienced underfill or low draw of a tube with blood. This event occurred one hundred times. The following information was provided by the initial reporter. The customer stated: many phlebo find that samples collected only 1 ml to 1.4 ml in 2 ml edta k2 , so it seems vacuum is not up to the mark in tubes as per them.